Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of a solent omni catheter system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure. The catheter was successfully primed and power pulse was performed. After 20 minutes, aspiration was initiated. However, after one pump stroke a check saline error message displayed. They tried to reset the device until it prompted to replace the catheter. A saline leak was noticed to be coming from the pump or aspiration line connection at the pump. The catheter was replaced and the procedure was completed. There were no patient complications and the patient condition was stable.